Event description:
It was reported this peritoneal dialysis (pd) patient was in the hospital due to abdominal pain and diarrhea. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 this patient was hospitalized for abdominal pain and diarrhea. Initially, it was thought the patient¿s symptoms were due to uremia as the patient had two incomplete treatments prior to the hospitalization. The incomplete treatments were due to the patient receiving unspecified alarms on the liberty select cycler. However, uremia was not diagnosed. The patient was additionally ruled out as having peritonitis. According to the pdrn, the patient¿s blood glucose levels (not provided) were out of control. It was also documented that the patient suffered a possible stroke, but that was not confirmed. The cause of the patient hospitalization was not determined, and the patient was discharged to home on (B)(6) 2021. The pdrn did not have any additional information related to the hospitalization. The pdrn stated that it was not likely the patient¿s hospitalization was related to use of the liberty select cycler or other fresenius product(s). The patient is continuing to complete pd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient hospitalization for abdominal pain and diarrhea. Although the patient was reported to have incomplete treatments on the two days prior to hospitalization due to unspecified alarms on the liberty select cycler, it was not founded that uremia was the cause of the patient symptoms. The patient did reportedly have uncontrolled blood glucose levels. Uncontrolled hyperglycemia can contribute to gastrointestinal tract symptoms and disorders such as diarrhea. The patient¿s pdrn reported that it is unlikely the hospitalization was related to use of the liberty select cycler. Furthermore, the patient continues to complete pd therapy utilizing the same liberty select cycler without issues. Although the cause of the patient¿s hospitalization was not determined, there is no evidence that a device malfunction or deficiency caused the adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported this peritoneal dialysis (pd) patient was in the hospital due to abdominal pain and diarrhea. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 this patient was hospitalized for abdominal pain and diarrhea. Initially, it was thought the patient¿s symptoms were due to uremia as the patient had two incomplete treatments prior to the hospitalization. The incomplete treatments were due to the patient receiving unspecified alarms on the liberty select cycler. However, uremia was not diagnosed. The patient was additionally ruled out as having peritonitis. According to the pdrn, the patient¿s blood glucose levels (not provided) were out of control. It was also documented that the patient suffered a possible stroke, but that was not confirmed. The cause of the patient hospitalization was not determined, and the patient was discharged to home on (B)(6) 2021. The pdrn did not have any additional information related to the hospitalization. The pdrn stated that it was not likely the patient¿s hospitalization was related to use of the liberty select cycler or other fresenius product(s). The patient is continuing to complete pd therapy utilizing the same liberty select cycler.